Event description:
The patient reportedly had exposed threads on implants 4 and 5, the doctor used ossix volumax to provide connective tissue covering of the implants on (B)(6) 2018. The patient called on (B)(6) 2018 with a complaint of bruising around her right eye, neck, chin down to her chest. Doctor indicated this is not uncommon in elderly and that it was a minimal surgery in terms of duration and incision. The patient was seen on (B)(6) 2018. Patient had dark swelling by the right eye. The doctor removed the sutures and thick black pieces with a consistency jelly came out along with the ossix volumax. Area was cleaned out and re-sutured. Patient returned on (B)(6) 2018 for observation and the swelling and bruising was resolved.